Event description:
Dhs/dcs lag screw implanted approximately 12 months ago broke in the barrel of the plate on an unknown date. The implant as removed and patient was revised to a nail.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.